Event description:
It was reported that the ventilator restarted. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4)

Manufacturer narrative:
Our field service engineer investigated the ventilator at the hospital, according to the service report, the issue was that the display/panel did not start. The issue was resolved by replacing the device panel printed circuit board (pcb). A faulty panel, will not affect ventilation, if the fault is active by startup, ventilation cannot be started. If the fault happens during ventilation, the ventilator will continue to ventilate the patient with preset settings, changing settings will however not be possible. The replaced pcb was not returned for investigation, the cause to why the display/panel pcb was faulty has not been established.